Event description:
Photos of x rays received by zavation identify that the screw had worked itself out of the plate and dislodged. A review of the past DHR's (device history record) revealed no manufacturing, processing or design related irregularities.